Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:the customer reported broken cable was confirmed during evaluation by technical services. The cause was determined to be a broken power cord and the power cord was replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.